Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported '#1 button not working' which was confirmed during evaluation. Additionally the #4 button was also found unresponsive. The reported condition was verified. The cause was determined to be a failed keypad. Due to unrelated front case damage the problem was corrected through front case replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the #1 button on the keypad of a spectrum pump was not working. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.